Event description:
The customer reported that there is a zipper damage to the side panel of the canopy. They did not specify the type of zipper damage. There was no pt injury reported. Inspection of the canopy by posey shows that the large window a netting has a one inch tear and the pt surface has a eight inch vinyl tear in it.

Manufacturer narrative:
(B) (4) - zipper damage. Eval of the returned product shows that the front side a large window netting has one inch tear. The pt surface of the mattress envelope has an eight inch vinyl tear. The right side c on the right leg zipper elements are open. (B) (4).